Event description:
Customer faxed in a quote request, wheels are getting stuck by a metal piece and it is stopping the wheel from moving. Additional reportable malfunction for this device; prid (B)(4) is for the wheel lock system is broken including the wheel lock sprockets